Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer believes that occlusion is due to scar tissue, but it could not be substantiated. Customer changed out pump supplies to address the alarms. Customer's blood glucose ranged from 200-350 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose level.